Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter phone: (B)(6).

Event description:
It was reported that a burr and guidewire entanglement occurred. The target lesion was located in the anterior descending branch. A 1.75mm rotablator rotalink plus and a 330cm rotawire were selected for use. During preparation, the rotational speed was tested normally; however, the rotawire could not rotate with the burr, but the burr rotated normally, and the advancer moved normally. Upon entering the patient's body, the burr was able to move forward normally in the guiding catheter and was nearly delivered out of the guiding catheter port. However, it was noted that the devices were entangled and the test was conducted in vitro. The rotawire and burr were removed together. The procedure was completed with another of the same device. No patient complications were reported, and patient was stable post procedure.